Event description:
It was reported that the patient presented for a follow-up in the clinic. Upon interrogation, the atrial lead exhibited loss of capture and loss of sense. It was observed that the atrial lead was sensing the r-waves and capturing the ventricle. X-ray confirmed that the atrial lead was dislodged. The atrial lead was repositioned on (B)(6) 2025. The patient was in stable condition.